Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr on (B)(6) 2021, a revision surgery was performed on (B)(6) 2022 due to accumulating water. The polarstem stem lat.ti/ha 1 non-cem was explanted. The surgeon says it was not caused by infection. No causative microorganism (bacteria) is detected. Also, the surgeon did not think s+n devices were defective. It is unknown the current health status of the patient.

Manufacturer narrative:
H3, h6: it was reported that, after a total hip replacement on (B)(6) 2021, a revision surgery was performed on (B)(6) 2022 due to accumulating water. The surgeon reported that it was not caused by infection. The device, used in treatment was not returned for evaluation, therefore further analysis was not possible. Therefore, the relationship between the reported event and the device cannot be confirmed. However, based on the communicated information, the product history could be reviewed. The production documentation was reviewed. There are no indications that the part failed to match specification at the time of manufacturing. There were no further complaints reported for the batch in scope. The failure mode and the severity are covered through the corresponding risk management files. The IFU lit. No. 12.23, ed. 03/21 lists the reported failure mode as potential adverse device effect. Review of past corrective actions was performed. No further escalation is required. Since no medical information was shared, a medical investigation could not be conducted. The root cause stays undetermined after investigation. Based on the limited information it is not possible to speculate about factors which could have contributed to the reported issue. To date, further actions are not deemed necessary. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor this device for further similar issues.